Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the protocol report did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A company representative reported via a brief real world data mining project summary in which the following information was reported: one hundred eighty-six incidences of repositioning of intraocular lenses (iols) among a cohort of patient eyes in the aao (american academy of ophthalmology) iris (intelligent research in sight) database who underwent cataract surgery and had a known brand/type of multifocal intraocular lens implanted between january 1, 2016 and december 31, 2017, at practices with at least 365 days of follow-up available in the registry (n=11,012). There were twenty-six of our monofocal toric and or multifocal toric iols associated with repositioning, and one hundred sixty repositionings associated with a competitors brand of iols. There are two medical device reports associated with the thirteen incidence of explantation with two brand/type lenses. It is unknown how many of the twenty-six repositionings were associated with this specific brand/type of lens. There were no specific dates, product identifiers or specific patient information provided for each of the twenty-six cases.